Event description:
It was reported that the patient's percutaneous lead was shut and stuck in the car door. The patient had trauma to the driveline where the silicone covering was open and the kevlar was exposed. Initially there were no alarms, but 15 minutes later driveline power faults were reported. The pump appeared to be running and green pump running symbols was on. Although the patient was asymptomatic, the patient was admitted to the intensive care unit (ICU). Log file data confirmed an issue with the driveline on (B)(6) 2022 at 18:52:00. The fault indicated a fuse associated with one of the power leads in the driveline had opened. The redundant power wire was supporting the pump and motor function was not affected. The system controller and modular cable were replaced. There have been no further alarms since the products were exchanged. Log files from the new system controller did not contain any unusual events and both power leads were delivering similar levels of current to the vad. It was discussed to apply rescue tape to the damaged area of the driveline. Related manufacturer report number: 2916596-2022-01524, 2916596-2022-01945.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis, and a log file was submitted for review and another log file was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 3 days (04mar2022 ¿ 07mar2022, 25mar2022 per timestamp). Events captured on 25mar2022 took place in the testing labs at abbott. Controller fault and driveline power fault alarms coincident with com_b_fault, ocp_b_open, and pwr_b_broken were active on 06mar2022 at 18:52:00 and continued through the end of the log file. The driveline was connected on 07mar2022 at 09:22:24 and the controller was shut down at 09:25:58. There were no other notable alarms active in the log file. Pump operation was not affected while the driveline was connected. The system controller was shown to have an opened fuse b. The fuse was replaced and the system controller underwent retesting. The system controller underwent functional and preliminary testing and passed. The system controller was able to operate a mock loop and functioned as intended following the repair. Additional information provided on 08mar2022 stated that the modular cable and the system controller were exchanged and no further alarms were active. The root cause of the reported event was unable to be conclusively determined through this investigation; however, damage to the modular cable could result in the observed opened fuse. The device history records were reviewed for the system controller (serial number: (B)(6) ) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 12may2021. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline power fault alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was fine until (B)(6) 2022 when the rescue tape got damp from sweat and fell off. It was recommended to permanently silence the driveline communication fault alarm. The communication fault alarm will not interfere with pump operation. Rescue tape should be reapplied to the damaged section of the driveline. The prior application of rescue tape was likely applied incorrectly causing it to fall off. Newer log files captured communication and driveline power faults with the controller fuse opening as well. The controller clock was not set to the current date. Since the controller fuse opened it was recommended to replace the controller. There was no interruption in pump support during the events.